Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the first firing of a laparoscopic partial gastrectomy, the surgeon fired the device, however, a crack sound was heard and the device became unusable. The procedure was completed with another device. No patient injury.